Event description:
It was reported that the customer's fill estimate was inaccurate after dropping the pump in the toilet. The customer loaded cartridge with cold insulin. No troubleshooting could be done as the cartridge had been changed and the customer was no longer using the pump. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
(B)(4) 2015: customer indicated pump was performing as intended. The user guide indicates that insulin should be at room temperature before filling cartridge. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.